Manufacturer narrative:
Correction: h6 (problem code and component code previously omitted). Additional information was added to d9, h3, h6, and h11. H11: an actual device was received for evaluation. A visual inspection was performed which verified a separation between the female connector and the main body as previously reported. Functional tests which included leak, clear passage, and clamp function tests were performed, and no issues were observed. The transfer set was connected and disconnected by hand using an in-lab patient connector with no issues. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed the transfer set connected to a beige connector and the female connector separated from the main body. Due to a video only evaluation and not receiving the actual sample, the sample analysis was unable to confirm nor refute the reported connection issue. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a minicap transfer set. The patient was unable to disconnect at the end of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.